Event description:
It was reported that, on or about (B)(6) 2006, a monarc sling was implanted to treat the plaintiff's urinary incontinence and/or pelvic floor prolapse. It was alleged by the attorney for the plaintiff that, as a result of having the mesh implanted the plaintiff has undergone "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage," has had to use "pain control and other medications," has had "injections into areas to the pelvis, spine, and the vagina," and "operations to remove portions of the female genitalia." It was also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, sustained permanent injury, will likely undergo further medical treatment and procedures," and have other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.